Manufacturer narrative:
Tracking number: (B)(4). (B)(6). (B)(4).

Event description:
Indication for implantation of transvaginal mesh in this patient: uterovaginal prolapse, cystourethrocele, rectocele, stress urinary incontinence. Product was used for therapeutic treatment. According to the reporter: the patient alleged injury. It was reported that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, dyspareunia, erosion, additional surgeries. Mesh revision surgery: (B)(6) 2015: underwent urethrolysis, sling removal, repair of urethral erosion site, cystourethrocele repair, kelly plication, and cystoscopy under general endotracheal anesthesia.